Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the rinse unit tubing as it was leaking. The service maintenance actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na) on a cobas 6000 c501 module. Patient 1 initial result was 121 mmol/l. The repeat result was 131 mmol/l. Patient 2 initial result was 123 mmol/l. The repeat result was 137 mmol/l.